Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having fluctuating low and high blood glucose of 40 to 400 mg/dl. Customer indicated that they will call their nurse for more information and will call troubleshooting back when they are feeling better. Customer declined high blood glucose troubleshooting because they were not feeling well. No further details given.